Manufacturer narrative:
This product was not returned to microline surgical and no investigation could be performed.

Event description:
During a laparoscopic tep/hernia procedure, the heat shrink detached and fell into extra peritoneal space. Extended op time because one had to search/find and get out the detached part.